Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during preparation for use resulted in causing the stent to slightly pull out of the sheath; thus resulting in the reported/noted premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during preparation of the 10x100mm absolute pro self-expanding stent system (sess), the distal part of the stent was noted to be partially exposed (not flowering) from the sheath. Therefore, the sess was not used in the procedure. Another 10x100mm absolute pro sess was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.